Manufacturer narrative:
The reported events of backup operation and no magnet response were confirmed. As received, the device had no communication and no output. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results were consistent with a latch-up condition, which cleared after hybrid power was reset. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. As a result of this finding, abbott is performing further investigation. Visual inspection of the header attachment area also revealed header delamination occurring between the header and case.

Manufacturer narrative:
As received, device had no telemetry communication and no output. Visual inspection revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Further testing revealed low impedance paths within header connection resulting in battery depletion. The body fluids entered the delaminated area, which caused shorting between the header connection pins, resulting in the reported issues. A manufacturing anomaly may have occurred that resulted in the header anomaly. The reported events of backup operation and unable to interrogate were confirmed.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Correction: previously reported g4 was left blank when it should have been (B)(6) 2020, h6 results codes should have been included in previous report, h10 the reported events of backup operation and no magnet response were confirmed. As received, the device had no communication and no output. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results were consistent with a latch-up condition, which cleared after hybrid power was reset. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for follow up with the pulse generator in backup operation. The device was unable to be interrogated, unresponsive to magnet placement, and was subsequently explanted and replaced. The patient was discharged.